Event description:
: Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that they have been having a lot of breakthrough urine. The patient states last week they started noticing a return of symptoms so they went to increase the stimulation and noticed a message on their handset that says the internal battery is low. Patient services reviewed the meaning of the message and redirected to the healthcare provider. The patient confirmed they have already contacted their healthcare provider and are waiting for a callback. Troubleshooting was not required. Pt called and mentioned a return of symptoms and patient also mentioned since probably 2019, they noticed that they would feel shocking. Pt services tried to have pt clarify this statement and pt stated they felt stimulation and sometimes it was to the point of discomfort. Pt services documented the reported event. No further action was taken. The issue was not resolved as troubleshooting is not needed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that patient again mentioned that there was movement at ins site which patient didn't expect and concerned about. Patient called back and repeated therapy issues that was previously reported and documented. Patient said that battery depleted a couple weeks ago and since then patient hasn't had any discomfort in their left hip (ins site) since then. Patient said has no issues walking or sleeping due to the discomfort. Patient said that when therapy was running they experienced continuous hip pain and said that the pain was worse when they were urinating. Patient is scheduled for ins replacement, however said that doesn't want to replace if will experience the same discomfort again. Patient said that once programmed the therapy did help them urinate so they didn't need to use the catheter nearly as much. Patient said that they believe the battery depleted prematurely as the therapy was running all of the time. When asked, patient confirmed that they did use higher setting for a period however said that the discomfort was too strong and they decreased the setting. Agent reviewed stim longevity. Reviewed possible adverse events and side effects. Patient was redirected to consult with their managing physician prior to replacement to discuss their concerns. Patient said that their physician is leaving the country and will have a new surgeon which they haven't met yet. Patient said at this point is scheduled for replacement next month. Patient said that will be speaking a nurse from the clinic later today. Redirected patient to review and discuss their situation with nurse. Reviewed therapy information and general programming guidance. Patient said that when therapy was running was told to just "live with the pain," however unclear if reprogramming or any diagnostics were performed. Reviewed ins models with patient. Additional information was received from the patient. When asked if this issue was caused by normal battery depletion they noted "constant pain at battery insertion site for 3 years." They noted the steps taken to resolve this issue as "the battery was depleted in 3.5 years no more pain at battery site was able to sleep on back. No more constant pain at site."